Event description:
It was reported that the surgeon was not able to deliver the 2nd anchor of the fast fix 360 curved reverse needle delivery system. The totals of pieces used on the patient were three pieces but only one was found faulty. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.